Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient had an infection at the ipg site as it became swollen and painful. In turn, patient was admitted to a hospital and put on IV antibiotics. Surgical intervention was also undertaken wherein the ipg was explanted. Postoperatively, the infection has reportedly resolved.